Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02174. It was reported the pt experiences ipg pocket heating when recharging. The pt stated this issue started recently after he lost over 25 pounds. He reported his ipg site is sometimes sensitive to the touch and appears to be very shallow. The sjm representative advised the pt of charging precautions. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.